Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 02-july-2021, mentor received additional event information that the patient¿s capsular contracture baker grade iii was bilateral, and the patient underwent replacement with 320cc mentor memorygel breast implants, catalog # 3505320bc, left lot-serial # (B)(6) and right lot-serial # (B)(6) on (B)(6) 2021. This medwatch report is for the left-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii. Explantation date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent an unspecified breast surgery with 295cc smooth mentor memorygel breast implant experienced postoperative grade iii capsular contracture on an unknown side. As a result, the patient is scheduled to undergo explantation on (B)(6) 2021. Both lot-serial numbers (B)(4) were provided, but it is unknown which number belongs to the suspect medical device. If additional information is received, a supplemental report will be submitted as applicable.

Manufacturer narrative:
On 7/26/2021, mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 295cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. A manufacturing record evaluation was performed for the finished device 7705759 number, and no non-conformances were identified. Manufacturing date: 25-mar-2019 and expiration date: 20-mar-2024. A manufacturing record evaluation was performed for the finished device 7583714 number, and no non-conformances were identified. Manufacturing date: 08-may-2018 and expiration date: 06-may-2023. Manufacturer¿s reference number: (B)(4).